Manufacturer narrative:
On 5/11/2020, mentor became aware that patient had a left rupture confirmed during removal surgery (B)(6) 2020, and the implants have been discarded. Fields h6 for device and method codes have been updated accordingly on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness including pain, joint pain, headaches, feeling hot, and back pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and was presented with right side capsular contracture; baker grade unknown, and generalized illness including pain, joint pain, headaches, feeling hot, and back pain postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2020 during which right side breast implant was found to be ruptured. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 5/14/2020, mentor received confirmation that only right side was ruptured. The left was intact upon removal. Hence, device code "material rupture" was removed and "adverse event without identified device or use problem" was added. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).